Event description:
Knee seems to freeze up [joint crepitation]. Can't walk without a cane [gait disturbance]. Knee pain [arthralgia]. Swelling in right knee [joint swelling]. Can't sleep at night [poor quality sleep]. Case description: spontaneous report received on 15-oct-2008 from a (B)(6) female consumer with a relevant medical history for osteoarthritis, knee pain and previous synvisc injections, (B)(6), experienced knee pain, knee swelling, stated that after sitting for a while her knee seemed to "freeze up" and could not walk without using a cane or sleep at night after starting synvisc. The patient received one synvisc injection in the right knee on (B)(6) 2008 and experienced pain and swelling in the right knee beginning about 8 hours after the injection. The patient's right knee was extremely painful and she could not walk without using a cane or sleep at night. The patient also stated that after sitting for a while, her knee seemed to "freeze up". Prior to getting the synvisc injection her right knee was swollen with fluid and not drained. She took 12 advil tablets a day and put ice on her right knee. At the time of this report the outcome was not yet recovered. (B)(6). Additional information was received on 07-nov-2008 from the health care provider who confirmed the patient had a history of moderate osteoarthritis for greater than two years. He updated the medical history to include previous treatment with nsiads, prior effusion, joint narrowing; there were no osteophytes. The hcp confirmed the patient received one synvisc injection in her right knee on (B)(6) 2008 and effusion was not collected before the injection. The hcp confirmed the patient experienced knee pain, knee swelling, could not walk and her knee seemed to "freeze up" starting on (B)(6) 2008, which all decreased over the next three weeks. Inflammation and swelling started the day or night after the injection and continued until treatment the second week and then the swelling and the pain decreased. The patient required treatment for her symptoms. All events were treated with aspiration of fluid and injection of corticosteroids and an oral prescription for feldene. On (B)(6) 2008, arthrocentesis was performed and 20 ml of exudate was collected. No analysis was completed. The hcp stated that the relationship of the events to synvisc injection was probable. The lot number was reported as s0802 with an expiration date of april 2011. Additional information was received on 13-nov-2008 in the form of qa results. The production and quality control documentation for lot# s0802, with expiration date 04/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints. Additional information was received on 13-nov-2008 in the form of qa results. The production and quality control documentation for lot# s0802, with expiration date 04/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.